Event description:
It was reported that a pump "makes a loud noise and will not infuse." It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation could not confirm that the pump would not deliver fluid and made a "loud noise." A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. Review of the device history log shows that the programmed infusion rate on the date of the event was 5 ml/hr. At low rates periods of no flow will be observed. It is likely that this was misinterpreted by the user as not infusion.